Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the black valve on the short port btt popped up and balloon would not hold air. The or staff kept inflating the balloon and had someone push down on the black valve to keep the balloon inflated. The procedure was completed using the same btt port. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: a visual inspection of the device was conducted and no non-conformities were observed. The balloon was then inflated with 25 cc of air. The balloon inflated properly and upon the removal of the syringe, the balloon stayed inflated. The valve was properly positioned and did not back out. The reported failure was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).